Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 clip does not position itself between the jaws and remains in the device shaft. When the device was fired, the clip is released open. Another instrument was used to complete the case. There was no consequence to the pt.